Manufacturer narrative:
H3: the returned associated product model# 3560022 passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3560022 lot# (B)(6), product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3560022, serial/lot #: (B)(6) ubd: 19-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the verify could not pair with the extension during procedure. During the procedure of checking impendences of the lead, the verify was unable to connect to the lead or link after numerous attempts. No cause known. Manufacturer representative (rep) checked of the connection between the verify and the lead extension and it was secure. There were no breakages/kinks in the connection between the verify and the lead extension. The doctor then removed the lead from the lead extension and there were no abnormalities. A new lead extension set was used. Issue was resolved. Will be returned. On 2025-mar-18 additional information was received from the manufacturer representative (rep). It was reported that the doctor only used a new extension. The same ens was used with the new extension. The old extension will be returned.